Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose value not available and sensor anomaly. Customer's blood glucose at time of incident was 84 mg/dl. The customer was advised to remove the sensor since 4 hours ago. Customer stated the sensor cannula is missing and advised to contact local office for policy replacement.